Event description:
The medical team was placing an impella 5.5 via the graft tunneled sub-xiphoid wirelessly. The pump was delivered across the valve and caused an lv perforation when the team was repositioning the pump. The perforation was surgically closed and the pump was explanted.

Manufacturer narrative:
The medical center discarded all impella pump product at the explant in the surgical suite. No imaging or other clinical details have been shared. Should a root cause be determined, a final report will be filed at the conclusion of the investigation. The failure mode will be monitored and trended.